Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient feeling pre syncopal episode presented in the emergency room with thirty heart beats per minute. Upon interrogation, the pulse generator exhibited backup vvi operation and loss of output. Due to low battery, further troubleshooting was not possible. The device was explanted and replaced. The patient heart beat returned to normal and there were no complications.